Event description:
It was reported that multiple cartridges were damaged. There was no adverse impact to the customer's blood glucose level. Customer loaded a new cartridge to address the issue. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.